Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8026804. Medical device expiration date: 2023-01-31. Device manufacture date: 2018-01-26. Medical device lot #: 8026799. Medical device expiration date: 2023-01-31. Device manufacture date: 2018-01-26. Medical device lot #: 8026796. Medical device expiration date: 2023-01-31. Device manufacture date: 2018-01-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the oralpak 10 ml/05 r/19f schering experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: consumer reports: we received a market complaint in which the customer reports that the dosing syringe has insects inside the plastic package and also in the tip. The package was sealed during its evaluation. The sample will not be shipped due to the need to open the package for microbiological analysis of black spots. There insects inside the package and in the tip of the material. Noticed prior use. Customer provided the following potential batch numbers: 8026796 / 8026804 / 8026799.

Manufacturer narrative:
Investigation summary: DHR analysis was performed and no occurrences potentially related to the problem were observed. During the batch manufacturing process, no record of any occurrence of the foreign matter (insect) defect was identified. During the manufacture of this batch, visual inspections were performed at predetermined frequencies, which aim to ensure that the product meets the specification without any foreign matter present at all stages of manufacture. All equipment has enclosures that aim to increase the protection of products against contamination throughout the production process. Bd suppliers are audited and qualified and the criticality of the components supplied. All batches of raw materials received at bd are inspected for their characteristics as per individual specifications and for the condition of their packaging. Aiming at assuring the quality of its products throughout the production process, bd guides all operators on good manufacturing practices, which determine that it is only allowed to enter manufacturing areas by using proper clothing (touca, touca joana d'arc and jaleco) and hand hygiene to avoid contamination. Bd has a pest control process for its manufacturing facilities and warehouses defined in the quality system procedure. This procedure defines the positioning and maintenance of insect traps around the factory, preventing and protecting the entire manufacturing system from this type of contamination. The pest control map complies with good storage practices, ensuring that all accesses are isolated and protected, providing an effective barrier for no insects to access factory premises. The sample was not made available by the customer and the analysis from photos was unlikely to reach a conclusion as to the origin of the foreign matter. This way it is not possible to confirm the occurrence. The incident reported from this complaint will be monitored for trend assessment. In any case, samples from the batch concerned were evaluated and no anomaly was found with respect to foreign matter in the product. The pest control procedure at the factory will be reviewed and the factory areas will be monitored more frequently than stipulated in the procedure.

Event description:
It was reported that the oralpak 10ml/05 r/19f schering experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: consumer reports: we received a market complaint in which the customer reports that the dosing syringe has insects inside the plastic package and also in the tip. The package was sealed during its evaluation. The sample will not be shipped due to the need to open the package for microbiological analysis of black spots. There insects inside the package and in the tip of the material. Noticed prior use. Customer provided the following potential batch numbers: 8026796 / 8026804 / 8026799.